Manufacturer narrative:
Section a5a,5b: correction. Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had a subcutaneous ICD. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6)2019 and on (B)(6)2019 the account reported that the patient was having interference noise on detection for tachy therapies such as ventricular fibrillation. The account was aware of the concern and was deciding whether to leave tachy and shocking therapies off or to replace the ICD. The patient was reportedly asymptomatic and remains in the ICU with telemetry monitoring due to patient condition, not because of lack of tachy therapies. The patient will likely require a new ICD. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further related complaints have been reported at this time. The heartmate 3 lvas IFU explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the implantable cardiac defibrillator device with one that is not prone to programming interference. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a concern for a subcutaneous (sub q) automated implantable cardioverter defibrillator (aicd); the aicd is a boston scientific product, which was implanted 2 years prior. The aicd was having interference noise on detection for tachycardia (tachy) therapies, such as ventricular fibrillation. The boston scientific rep stated that the major concern that patient may also have inappropriate shock with the interference. Heart failure (hf) team and CT surgery aware of concern and was planning on making a decision of whether to leave tachy and shocking therapies off. Patient had been asymptomatic. He remained in the intensive care unit (ICU) with tele monitoring due to patient condition, not because of lack of tachy therapies. Pt remained stable in ICU setting. Continued to monitor and will likely need a new aicd.